Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported the customer received a motor error alarm during a bolus delivery. It was found the customer was able to complete the rewind sequence on their insulin pump. It was also reported the customer was receiving air bubbles on their insulin pump, causing incorrect insulin delivery. The mother also reported they had had to repeatedly prime their insulin pump for insulin to be delivered. Customer's blood glucose was 290 mg/dl. The mother could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).